Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The rv lead exhibited low amplitude and there was non capture at maximum output. However, the patient was already programmed to left ventricular (lv) only pacing. In addition, rv lead also exhibited low sensing and had high thresholds. Furthermore, a lead revision was scheduled by the physician. The rv lead was explanted. No additional adverse patient effects were reported.